Manufacturer narrative:
Customer contact reports no patient information is available. Unique identifier: (B)(4). The ge healthcare service contractor performed a checkout of the system and confirmed the reported issue. The enhanced sensor interface board (esib) was ordered for replacement to resolve the issue.

Event description:
The hospital reported a malfunction resulting in the loss of pressure mode of ventilation. There was no report of patient injury.